Event description:
Lodi implants failed to osseointegrate.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n- cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinician placed four lodi implants and three failed to osseointegrate. Implants were not immediately loaded. The clinician did not provide the following information: patient bone density bone; amount of torque used on abutment and implant; whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body. In this case, user contributed to the failure. The implants were all from the same lot number and were released for shipment to customers based on the fact that the all machined and textured implants met all the manufacturing specifications (including sterilization). No further action is required.